Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. An examination of the balloon found that 5mm of the proximal to mid-section of the blade and pad was lifted on the balloon. The remaining blades were inspected and no issues were noted. No tears or holes were visible in the balloon. However, when an attempt was made to inflate the balloon, a pinhole leak was identified in the mid-body of the balloon. The pinhole leak was not located at the site of the blade lift. No issues were identified with the tip. A visual and tactile examination identified no damage along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-mar-2017. It was reported that a balloon rupture occurred. The target lesion was located at the moderately tortuous artery in the upper limb. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured during the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient condition was stable. However, device analysis revealed that 5mm of the proximal to mid-section of the blade and pad was lifted on the balloon.